Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer "major bends/ dents/ leds dim." Was confirmed, and further defects were detected. In total the following defects were detected: · blade damaged · o-ring in plug missing · led dim · blade bent · adhesive joints on camera head worn · leak between plug and cover based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).